Manufacturer narrative:
Service was not dispatched as the customer resolved the fluid leak issue through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported several milliliters of fluid leaked on the counter involving the coulter act diff 12 analyzer. The customer was wearing gloves and a laboratory coat at the time of the fluid leak. The customer was advised to wear proper personal protective (ppe) consisting of gloves, a laboratory coat, and eye protection prior to troubleshooting. The customer cleaned the probe wipe and path to the vacuum isolation chamber then performed a system test and noticed the fluid continued to leak. Beckman coulter customer technical support (cts) assisted the customer with replacing the probe wipe and performed four blank samples. There was no evidence of a fluid leak. System startup was performed and passed within specifications. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was returned to normal operation.